Event description:
A customer reported that two probes had gotten stuck in cannulas during surgery. There was no patient harm reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this laser probe lot number. The root cause cannot be determined conclusively. An internal investigation has been opened to address the issue of laser probes catching on or having a tight fit with the trocar cannulas. (B)(4).